Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot history records were reviewed and the manufacturing criteria were met prior to the release of the lot.

Event description:
It was reported by the sales rep that before an open surgery, it was found that a foreign matter like blood attached to closing lever from the beginning when the package was opened. The device was not used for the patient. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Batch # n5676w. Photographic analysis: upon visual inspection of the picture, a foreign matter appears to be in the device, it cannot be determined if the device is still in the package or if it was removed from the package. No conclusion could be reached as to the origin of the foreign matter. The photos do not provide enough evidence to determine root cause. The analysis results found that a tlc10 device was returned outside its original primary package. Upon visual inspection, a foreign matter was noted to be on the device and it was confirmed to be a stain generated during the manufacturing process. This condition is most likely related to the manufacturing process. The lot history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.